Manufacturer narrative:
D10 concomitant product: e1455; e1455 the edge ent/ima electrode x50; (lot no: 243230140r) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a procedure, two bovie tips in a row of this and a lot that fell apart during routine cleaning. One tip had the clear sleeve fall off and one had both the blue and clear sleeves fall off.